Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and a crack in the battery compartment. It was noted that the battery cap was not able to be tightened securely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2018 with the following findings: the black box was unable to be downloaded. The battery compartment was cracked at the threads on the side. The returned battery cap threads were stripped, and the cap was unable to maintain an electrical connection. The reported ¿power¿ complaint was duplicated. The test battery cap was used and was able to fit and maintain an electrical connection. The ¿ez-prime¿ steps were performed correctly. No further power interruptions occurred during the investigation. The pump cover was removed, to find no intermittent conditions to the power printed circuit board.